Manufacturer narrative:
(B)(4). Patient codes: (B)(4). Catheterization, (B)(4). Treatment with medication, (B)(4) surgical procedure. Device codes: (B)(4) infection occurred. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event please provide all medical/surgical intervention performed including dates and results. What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(4) 2005 and the mesh was implanted. After the procedure, the patient experienced bacterial and fungal infections, inability to pass urine and to empty bladder, constant feeling and pain of needing to empty bladder, catheterization, resistance to antibiotics/allergies to antibiotics, excruciating pain like a serrated edged knife in the vaginal/bladder area, erosion into bladder and urethra requiring surgical removal by laser twice, third time coming up, diverticulitis continuously now for the past twelve months and autoimmune responses. It was reported that the bladder is in two sections, and bladder can only hold small amount of urine without pain. The pain that the patient was experiencing was not acknowledged by any medical practitioner from when it became acute. As reported, the patient was hospitalized for a month at different hospitals and was told that there was nothing wrong. It was also reported that the surgeon kept prescribing more antibiotics. The mesh is still implanted. Additional information has been requested.